Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) failed the pim section of the all manifold test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 initial reporter complete name is (B)(6).

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes,investigation conclusions), h10. Additional info: contact person (B)(4). It was being reported that during a preventive maintenance (pm) the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "failed pim". A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation it was being found that the unit had failed the "pim" section of the all manifold test, as a part of the pm. Actually there is a pim failure which had triggered a fill manifold test failure, as a part of the all manifold test. Then the fse had further narrowed down the issue to pim. After that the fse had replaced the pneumatic module assy, rohs and successfully completed an all-manifold test without any issue. There is no involvement of the patient during this incident.the failure analysis and testing department received patient interface module with a reported unit failure of unit failed the all-manifold test on pim section, it triggered a fill manifold test failure.the fat department performed a visual inspection of this part and part is in a good condition. The failure analysis and testing department installed the pim in the cardiosave test fixture and tested to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing department could not replicate the reported failure of unit failed all manifold test on pim section and fill manifold section. Pim passed all manifold tests successfully.retaining the pim in fat department per procedure 0002-07-d008 rev aq.the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.